Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment medwatch report #mw5149439.

Event description:
User facility medwatch report received that states, "as reported by the edwards field clinical specialist, after successful deployment of a 26mm sapien 3 ultra resilia valve in the aortic position, a perclose failure occurred. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.